Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, the right ventricular lead exhibited high threshold. The lead was capped and replaced without issue. All electrical measurements were in range. The patient was in stable condition.